Event description:
It was reported that the right ventricular lead dislodged. The lead was revised but was not sturdy, the physician decided to explant and replace the lead. No patient symptoms reported.

Manufacturer narrative:
(B)(4).